Manufacturer narrative:
The information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the instructions for use (IFU) with the tablo system includes, but are not limited to, other, more serious, complications arising from dialysis, such as hemorrhage, air embolism, acidosis, alkalosis or hemolysis, can cause serious patient injury or death. Outset medical, inc. Technical support specialist (tss) has reviewed site system logs with a procedure date of (B)(6) 2020. No related system alarms were found to have occurred during treatment. The device is functioning post treatment. A review of production records for this unit did not note any manufacturing nonconformance's that would contribute to a product event.

Event description:
It was reported that a patient, who was in the intensive care unit (ICU), coded during a dialysis treatment. The treatment was stopped and then the patient was revived. It was reported that the medical doctor (md) ordered to resume treatment; however, the patient coded again (before treatment resumed) and expired. The patient was still connected to the tablo device when the event occurred; however, the system was not running. It is not believed that the tablo device contributed to the patient expiration.